Event description:
It was reported that insulin odor and visible leakage were noted while in bed, with the user identifying the connector/cartridge interface as the source; supplies were replaced and the ilet resumed insulin delivery, after which blood glucose that had reached 400 mg/dl began to trend down, and the device issued high glucose alerts. Investigation of this case revealed evidence consistent with a leak related to a seal at the connector/coupler component of the system. Symptoms included headache, malaise, and increased urination associated with hyperglycemia. Outcomes included no lasting health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.